Event description:
It was reported that the pk dissecting forceps instrument was not rotating. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch cables was frayed at the distal clevis hub of the instrument and was loose. There were no other damages found on the clevis portion of the instrument. Additional observation not reported by site was that the instrument pitch cable was derailed. Due to the loose tension of the instrument, failure analysis opened up the housing of the instrument to verify if any of the cables were broken and confirmed that the cables were not broken. Failure analysis observed derailment and slightly corrosion of the clamping pulley. Additional observation also found by failure analysis, which was not reported by site was that the instrument distal pulley had scratch marks /abrasions. There were scratches on the surface of the distal pulley. No other damages were found on the instrument. The reported instrument not rotating does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the instrument had frayed cables and the distal pulley had scratch marks /abrasions found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.